Manufacturer narrative:
(B)(4) date sent: 03/22/2016 concomitant medical products: information was not provided by the contact. Batch # (B)(4) the analysis results found that the el5ml device was received in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, it was noted that the clips were not fed into the jaws in the next actuations of the trigger; it remained in the closed position. The trigger was manually assisted in order to open the jaws without any difficulties noted. In order to evaluate the condition of the internal components of the device, it was disassembled. Upon disassembling, the feed link was noted broken causing the feeding issues. No conclusion could be reached as to what may have caused the found damage. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during an unknown procedure, attempted use on patient and clip did not fire after several attempts of pulling handle. Opened another after the clips did not appear to be firing. No adverse effects to patient. Five minute delay in surgery.